Event description:
It was reported that this pacemaker was unable to be interrogated with wand. The patient had undergone surgery the day before and no magnet was use, episodes of noise and pacing inhibition were noted. The device remains in service. The patient remains hospitalized. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was unable to be interrogated with wand. The patient had undergone surgery the day before and no magnet was use, episodes of noise and pacing inhibition were noted. The device remains in service. The patient remains hospitalized. No adverse patient effects were reported. Additional information was obtained, the device was later successfully interrogated using another method, monitoring will continue every 3 months.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. With the available information, boston scientific concludes this device exhibited unintended behavior associated with this software update. Boston scientific is actively developing an additional software update to address this unintended behavior.

Event description:
It was reported that this pacemaker was unable to be interrogated with wand. The patient had undergone surgery the day before and no magnet was use, episodes of noise and pacing inhibition were noted. The device remains in service. The patient remains hospitalized. No adverse patient effects were reported. Additional information was obtained, the device was later successfully interrogated using another method, monitoring will continue every 3 months. Additional information was obtained; this device was explanted and replaced.

Event description:
It was reported that this pacemaker was unable to be interrogated with wand. The patient had undergone surgery the day before and no magnet was use, episodes of noise and pacing inhibition were noted. The device remains in service. The patient remains hospitalized. No adverse patient effects were reported. Additional information was obtained, the device was later successfully interrogated using another method, monitoring will continue every 3 months.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. With the available information, boston scientific concludes this device exhibited unintended behavior associated with this software update. Boston scientific is actively developing an additional software update to address this unintended behavior.